Manufacturer narrative:
The product has been received. The product analysis has not yet been completed.

Event description:
It was reported that the handpiece gets blocked while turning and gets hot. Requests for additional information have been made with no response received at this time. There was no injury reported as a result of this event.

Manufacturer narrative:
Additional information received indicates that intraoperative, the handpiece got hot after 15 minutes, and the case was completed with a replacement handpiece. Initial reporter's occupation: nurse. Date manufacturer received: november 3, 2016. The product analysis indicates that the reported complaint could not be confirmed. The pre-repair temperature test results indicate that at 5000 rpm in oscillate mode, the handpiece was 98 degrees f at the gear, 96 degrees f at the motor, and 91 degrees f at the bearing. The handpiece did not work properly using an xps 3000 (console) and would sometimes stall. Dried saline was found inside the handpiece. The bearings, o-ring, shaft, and screws were worn. The laser marking on the tag was faded. The motor was rebuilt. The worn parts were replaced and cleaned. The handpiece was successfully tested to specifications. Method: actual device evaluated. Method: visual inspection; method: labeling evaluation; results: degradation problem. Conclusion: device repaired and returned; conclusion: unable to confirm complaint. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates that intraoperative, the handpiece got hot after 15 minutes and the case was completed with a replacement handpiece.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.